Manufacturer narrative:
This report is submitted on march 3, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver stimulator secondary to an infection at the implant site (treatment of the infection unknown). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.

Event description:
Per the clinic, the patient was treated with oral and topical antibiotics (specific type, date and duration not reported) for the infection. This report is submitted on march 30, 2022.